Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed at this time. Upon further inspection the air and water nozzle were clogged due to insufficient cleaning of the scope. As a result, draining function was also reduced. It was observed that the adhesive of the curved rubber was missing. It was also observed that the electrical connector had water invasion. Lastly, scratches were observed on the following unit components due to external factors: operation part, the up and down knob, the grip, the universal cord and on the scope connector side of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had ¿poor¿ insertion and the forceps was unable to fully return. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the air and water nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that - the reported issue was discovered during reprocessing of the scope. Due to this finding, the procedure was completed with a similar device with no delay.

Event description:
Additional information was received from the customer which confirmed the reported event (device had poor insertion and forceps were unable to fully return) occurred during reprocessing. The procedure was completed using a similar device without delay. The device was not inspected prior to use, as the reported event was found during cleaning. There was no patient involvement or consequence reported as a result of this event. This report is being submitted for the customers complaint (forceps elevator unable to fully return).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well as corrections to b5, g2 and h6. Section b5: the initial medwatch report inadvertently listed (foreign material caused a clogged nozzle) as the reportable event. However, that was incorrect based off the legal manufactures evaluation of the device. This report is submitted for the customers complaint (forceps elevator unable to fully return). Section g2: the health professional field was inadvertently selected on the initial medwatch report. Section h6 (component code and conclusion code): the codes have been updated, as the codes in the initial medwatch report were inadvertently added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (forceps unable to fully return) occurred due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿operation manual ¿ warnings and cautions.¿ olympus will continue to monitor field performance for this device.